Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the programmer would suddenly turn off during boot-up, however it was noted that there were error codes recorded in the error logs. The hard drive health was found to be less than one-hundred percent; the hard drive was replaced and re-imaged as a preventive measure, and the software was reloaded and updated. The device passed final functional and system tests.

Event description:
It was reported that the programmer would suddenly turn off; a different programmer was used. The programmer has been returned for repair and a requested test and calibration procedure.